Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver display screen became frozen could not be confirmed. A root cause cannot be determined. It was reported that the receiver was exposed to moisture. Labeling indicates: keep the receiver dry. Do not spill fluids on it or drop it into fluids. Keep the micro usb port cover closed to help prevent fluid from getting inside the receiver.